Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint history review performed. Complaint data reviewed form: 1/1/2021 to 7/10/2023 and there are no previous complaints on the device. Analysis of the returned device is complete. Results: 619799 air in line sensor was tested by attempting to run an infusion with no tubing inserted into the pump (B)(4) times and each time it alarmed air-in-line as intended. The air-in-line sensor was then tested by attempting to pass 1 inch air bubbles past it. Each time the air bubble reached the sensor, the pump alarmed air-in-line as intended. This took place 5 times. Reported issue was not confirmed. Pump meets passing criteria.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "air in line no matter the line." Medication being infused was unknown. No patient injury reported.